Event description:
Clinical trial. Same patient as MFR report#:6000093-2005-00750 and 6000093-2006-0042. It was reported that 711 days following a coronary artery drug eluting stenting treatment procedure the patient experienced a target vessel reintervention. The index procedure identified and treated one moderatly calcified, mildy tortuous, 75% restenotic lesion of the mid rca (right coronary artery) measuring 3.0x16mm which was treated with direct stenting using a taxus express2 3.0x24mm drug eluting stent at 14atm and post dilated at 14atm resulting in 0% residual stenosis. The patient was discharged the following day on asa and plavix. The patient experienced a target vessel reintervention for unknown reasons 711 days following the index procedure. The mid rca was treated with balloon angioplasty and the patient was discharged two days later. At the time of this event, the patient was reported to be taking asa only.

Manufacturer narrative:
H6. The delivery device was disposed and the stent remained in the patient. Therefore no analysis could be performed. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.